Event description:
A customer reported an error with their continuous glucose monitor, specifically cgm error 42. There was no adverse impact to the customer's blood glucose level. Technical support provided the customer with complete information for resetting their pump and guided them through the reset process. After the reset, the cgm error code did not reappear, and the customer successfully started their sensor session.